Event description:
Patient injured in motor vehicle accident (mva) in (B)(6) 2012, was implanted with va-lcp curved condylar plate and screws for distal femur fracture. On (B)(6) 2013, patient fell and immediately felt pain. Exam revealed a broken plate. Patient was returned to or on (B)(6) 2013 for removal of broken plate and all screws. Patient was revised with new plate and screws for the revision orif procedure. Surgery was completed and surgeon reported good reduction. The broken hardware will not be returned.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The reported date of implant was (B)(6) 2012. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.